Event description:
A distributor rep called in with info on the 02-510-15 symphysis 15mm distractor. The device was implanted in 2004. The device was distracted approx 8mm. The pt went to bed 2/2004 with no problems and awoke the following day and felt that the mandible was mobile and felt that the 8mm of distraction was no longer there. The pt returned to the dr and x-rays showed the distractor had broken. A second surgery was performed three days later replacing the distractor with another distractor with the same stock number. During the second procedure the dr ensured the welds were protected prior to shaping the plates. The dr could not say if he did this in the first procedure.